Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during the set up phase. Due to the proportioning change, a high conductivity alarm occurred. There was no patient injury or medical intervention associated with this incident.